Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed successfully on the 27th july 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between the 23rd september 2018 and the 25th september 2018. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switches on automatically. There was no patient involved in this event.